Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Event description:
New information received notes the patient was brought into clinic and the implantable cardioverter-defibrillator bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.